Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopic procedure, the patient experienced a burn when a quantum controller was being used. The procedure was completed using the same reported device. It is unknown if there was a surgical delay. No further complications were reported. Current status of the patient is good.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. Visual inspection observed a bent lid, and the warranty seal is broken. Functional evaluation revealed no issues. The unit was opened and found no issues. No voltage issues were noticed. No burn/arc damage was found on the unit. The units software version is 2.00. The complaint was confirmed but the cause of the burn cannot be determined. Factors that could have contributed to the reported event include a failure of a concomitant device. A clinical review found this case reports that during an arthroscopic procedure, the patient experienced a burn when a quantum controller was being used. One undated image of the injury was provided for review and confirms the reported displaying a burn with about two centimeters of broken skin and non broken skin extending another 2cm. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The image provided confirms the reported. Based on the limited information provided we are currently unable to rule out a procedural variance or technique related issue as a contributing factor to the reported event, which does not represent a device malfunction. It is unclear if the user¿s manual was adhered to however, the user¿s manual does caution that, ¿accessory tips may remain hot enough to cause burns after the electrosurgical current is deactivated, localized burns to the patient or physician may result from electrosurgical current carried through other instruments and conductive objects. It was communicated that, ¿current status of the patient is good.¿ no further clinical/medical assessment is warranted at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.